Manufacturer narrative:
Citation: emani, s md et al. Concept of an expandable cardiac valve for surgical implantation in infants and children. Journal of thoracic and cardiovascular surgery (2016). 152(6):1514-1523 doi 10.1016/j.jtcvs.2016.08.040 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding expandable cardiac valves for surgical implantation in infants and children. All data were collected from a single center between 2010 and 2014. The study population included 42 patients, all of which were implanted with a melody transcatheter pulmonary valve implanted into the aortic, mitral, tricuspid or pulmonary position. It w as reported that some valves were modified with a skirt that had been sutured in place or had been shortened prior to the procedure. The study population was predominantly male; mean age 10 months; mean weight 8.5 ± 4 kg. Serial numbers were not provided. Among all patients adverse events included: endocarditis, mild to moderate regurgitation, severe central regurgitation due to leaflet perforation during valve re-expansion increased gradient measurements, incomplete coaptation of the leaflets, paravalvular leak (pvl), stent fracture and valve replacement or reoperation. No additional adverse patient effects or product performance issues were reported.